Manufacturer narrative:
Based on the information provided, it was determined that the tissue samples involved in this event were derived from the "giornaliero routine" protocol comprising 91 cassettes, which started in retort b at 14:46pm on (B)(6) 2019 and completed at 07:32am on (B)(6) 2019. No error code(s) was recorded in the instrument logs during execution of this protocol. No use error(s) was identified in the interaction between the user and the instrument either prior to, or during execution of the "giornaliero routine" protocol started in retort b at 14:46pm on (B)(6) 2019, from which sub-optimal tissue processing was reported. Investigation of this complaint found that the instrument operated within specification between (B)(6) 2019. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available.

Event description:
Leica biosystems received a complaint regarding "bad processing" of tissue samples. The complainant advised that the k-clear reagent used for the first clearing step of the protocol from which sub-optimal tissue processing had been identified was milky and no error codes had been displayed. On 21 may 2019, a leica field support engineer (fse) visited the customer site in order to assess the operation and function of the instrument. The fse documented that: "the first k-clear was milky and no error from the instrument"; the complainant "changed the k-clear and used the instrument and the process was good". The fse performed system verification tests, for which all results were satisfactory; and the instrument was found to be operating within specification. On 22 may 2019, leica biosystems (B)(4) received information from the leica tac team leader (B)(4) and helpdesk specialist engineer that two (2) polyps were not diagnosable and not repeatable. Further information as to whether the two (2) polyps were from the same patient or different patients and an identifier, age and gender for the patient(s) involved was requested from the complainant by the local leica representatives. On 28 may 2019, leica biosystems (B)(4) received the following further information from the leica tac team leader (B)(4) and helpdesk specialist engineer: "customer reported they will not add additional info about patients."